Event description:
Event description guidant received information that this implantable lead fractured which resulted in the delivery of multiple inappropriate shocks. The physician appears to have capped and abandon the lead. However, this cannot be confirmed. The competitor's device was explanted approximately 2 week later following an infection. One week later, a new guidant device and lead were implanted on the right side of the patient. These devices remain in service without complication.